Event description:
It was reported the device had an issue with the clutch and main board. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis and has been evaluated. The returned device was chipped and cracked located at the top case. The bottom case had seal damage. The event history log review noted a "super cap post" and "check clutch/plunger lever" errors. The customer's reported problem of "check clutch error" could not be verified after multiple flow and occlusion tests. The "supercap post error" was verified at start-up. The "check clutch error" was unable to be duplicated; however, the "supercap post error" was duplicated. A functional and delivery tests both passed. No actions were taken for the primary concern reported; however, the main board was replaced due to the supercap post error. The root cause of the reported event was due to user interface. This was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion.